Event description:
Inserted in PICC department of this cancer hospital in (B)(6) 2013, outflow was found at the puncture site for inserting salt water during care on (B)(6) 2014. The chief complaint of the patient is swelling pain. And later two places of damage were found 2.5 cm and 3.5 cm above the puncture site. One of the place was close to break off, so removed the catheter. The patient is hospital medical staff and had disputes with the hospital and required the compensation of the changes of the concentration of the chemotherapy drugs caused by catheter breakage. The patient took the sample, so it can not be returned.

Manufacturer narrative:
A lot history review (lhr) of rexc1874 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rexc1874) have been reported from three (B)(6) facilities. The device has not been returned to the manufacturer, at this time, for evaluation.